Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of ventricular fibrillation (vf) recorded on the programmer that resulted in some patient dizziness. The device first treated the arrhythmia with some anti-tachycardia pacing (atp), but it wasn't adequate to terminate. The device then provided all the programmed high voltage therapy, but it still didn't terminate the vf. An external defibrillation was then used to treat the vf successfully and the device was reprogrammed to resolve the event. The patient was stable throughout the event.